Event description:
It was reported via repair work order that the scale was not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the scale was not working properly. It was determine however that the related service report and complaint were created in error and there were no failures reported for serial# (B)(4). This issue is not likely to cause or contribute to serious injury or death as the repair work order was created in error and no failures to investigate.

Event description:
It was reported via repair work order that the scale was not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.